Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the cds was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. Two clip delivery clips were implanted. The third clip delivery system (cds) was advanced to the mitral valve. It was noted that there were some visualization issues due to shadowing of implanted clips. The third clip was deployed; however, after deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda). The clip was left on the leaflet close to the second clip; therefore, there was no additional clip needed. Three clips were implanted, reducing the mr to 2+. The patient is in good condition. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported single leaflet device attachment (slda) appears to be due to a combination of patient morphology/pathology (small gap on the a2/a1 leaflet) and user technique/procedural circumstances (difficulty visualizing the clip). There is no indication of a product quality issue with respect to manufacture, design or labeling.